Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to stroke on (B)(6) 2020. The customer blood glucose level was 71 mg/dl at the time hospitalization. Customer got dizzy and weak so she went to the doctor and was admitted for stroke. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.